Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported the catheter was being placed into the pt's subclavian in the intensive care unit. During insertion, the dilator tip "ruptured" at the moment of insertion. As a result, a new catheter was used to complete the procedure. They do not know if this caused a delay in treatment and there was no pt death or complications reported.